Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has "serious pain and causes [patient] to visit doctor frequently."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a procedure for anterior spinal fusion surgery at t12-s1. Fusion cages were packed with r hbmp-2/acs and cancellous bone. Following surgery, the patient followed up with his physician. He began to develop radiating pain to his legs and severe back pain. As a result of the surgery, the patient has allegedly experienced chronic pain, nerve damage, retrograde ejaculation, and excessive bony overgrowth. The patient has been told he must undergo a revision surgery by another doctor. The patient has never recovered from his surgery, and continues to experience daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2011 , the patient presented with pre op diagnosis : 1. Trimalleolar ankle fracture. 2. Syndesmotic injury. During the procedure , lateral vlp plate was placed with an extraperiosteal approach. Screws were placed proximally , one distally and then the syndesmosis was tested and found to be unstable and fixed with two screws. (B)(6) 2011, the patient presented for spinal fusion lumbar anterior scoliosis l1-l5 to treat chronic low back pain. Preop diagnosis : 1. Status post failed back surgery syndrome, status post multiple spine procedures. 2. T12-s1 advanced degenerative disease with severe loss of lordosis. Per op notes,. The discectomy at l4-5 was performed followed by l5-1. There was significant sclerosis at s1 end plate . The cage was placed . Xray confirmed the placement of cage in that position. The diskectomy was performed at all level upto t12-l1. At t12-l1, the end plates were taken down using 1/4 qtr-inch osteotome. The middle third discectomy was packed with cortical cancellous bone, one piece of bmp followed by packing of the cortical cancellous bone. It was ripped at each level from l1 down to l5 in order to produce lumbar lordosis. Cages were placed and x-rays confirmed good position of cages and screws of the cages. The cages were packed with cortical cancellous bone and a piece of bmp2. Then 2ml bmp were placed at each disk level. At l 2-3 at the inferior endplate of l2, a 30 mm screw and washer was used as a buttress plate against the cage which was slightly prominent.' (B)(6) 2011, the patient presented in or for advanced ddd at multiple levels, t12-s1. Per op notes, the patient was carefully positioned prone on table. The pedicles at t11,l1,l3,l5 and s1 were identified. Illiac screws were placed first by placing a vertical incision parallel to the lateral border of the l5 and s1 pedicles. After that corticancellous bone graft was placed in the facet joints for posteolateral fusion. Rod was passed from distal to proximal from s1 to t11, submuscular and the iliac connector was fit into the iliac screw. S1 screw of the right side was found to be loose because of rod being reduced down to the iliac screw and s1 screw was aborted. On the left side iliac connector was used. Set screws were paced and finally tightened. (B)(6) 2011, the patient presented with complaint of increased pain. Physical therapy was recommended. Patient underwent radiological e xamination of lumbar spine and thoracic spine. (B)(6) 2011, patient was refilled for medicine and was given pain medication before pt. (B)(6) 2011, the patient presented for medicine consult. (B)(6) 2011, the patient presented for pt. The patient was discharge finally. (B)(6) 2011, the patient presented for review of radiological report evaluation . (B)(6) 2012 , the patient presented for lumbar spine routine examination. Impression : subtle increased lucency along the t11 pedicle screw bilaterally . (B)(6) 2012, the patient presented for right ankle examination.